Event description:
It was reported that an infusor had delivery stop during patient use. The concomitant medical products are currently unknown. There was patient involvement, however, there was no report of adverse event in association with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.